Event description:
It was reported of a device under - infusing (during testing/no patient injury).

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no impact or corrosion damage present. Functional testing found all three delivery accuracy tests performed were outside of the manufacturing specification of +/- 3%. Recommend that the pumps expulsor be replaced in order to bring the delivery into more nominal of a range. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).